Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hypoglycemic event while they were trying to start a new sensor. On the day of the event, the patient stated they were getting signal loss for an hour on her display devices (dexcom app and tandem pump). The patient removed the sensor and replaced it. When she was about to enter the sensor code with a new sensor), she passed out and she hit her head on the ground. The patient was unaware that her blood sugar was low during this time. The patient's best friend called 911. An ambulance arrived and ems treated the patient with "sugar shots". It was also reported that the patient was treated with "insulin shots". At the time of the report, the patient was in stable condition and her bg was 128 mg/dl. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.